Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine generator change-out, pacing inhibition was observed for approximately five seconds after connecting this pacemaker to the chronic unipolar leads. The patient started losing consciousness and it was discovered that the physician had forgotten to program the device from bipolar to unipolar. This device was disconnected and the leads were connected to a pacing system analyzer for pacing therapy while this pacemaker was reprogrammed. Once the device was programmed correctly the leads were reconnected and the procedure was completed without further complications. This pacemaker remains in service. No additional adverse patient effects were reported.